Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: please see below attached the pumps that have issues with internal things, all pumps have been cleaned and tried testing an infusion but did not complete the cycle, no pump stopped an active infusion nor did any pump cause patient harm. Tubing set misloaded alarm whenever tested; cleaned as well a preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) . An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a set ID failure. This failure was confirmed in the logs but the device initially passed a mock infusion. An internal investigation was done prior to manufacturing mode reversion and it was discovered the front housing is broken. No damage was identified to the set ID but after reversion, the device failed set ID functional testing.